Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code upon interrogation; the fault indicated that device function was limited. The physician elected to explant and replace this ICD.